Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The ventricular lead exhibited noise. The lead was capped and replaced. No further information could be obtained.

Event description:
New information indicated the patient was in good condition post procedure.